Manufacturer narrative:
Visual inspection of the returned device identified no physical damage to the device. Functional testing was performed and the device functioned as expected; the event experienced in the field could not be duplicated.

Event description:
It was reported that a cascadia oblique cage was unable to be released from a an inserter intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 20 minute surgical delay by using an alternative cage and inserter.

Event description:
It was reported that a cascadia oblique cage was unable to be released from a an inserter intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 20 minute surgical delay by using an alternative cage and inserter.